Manufacturer narrative:
25-oct-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head does not stay on the handle - oral-b [device breakage]. Brush head...gets loose in mouth - oral-b [device connection issue]. Case narrative: a father via phone stated that the oral-b toothbrush head did not stay on the oral-b frozen toothbrush handle and got loose in her mouth. No injury was reported. 08-oct-2024 case update: the suspect product lot was z3da32611457. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head does not stay on the handle - oral-b [device breakage]. Brush head...gets loose in mouth - oral-b [device connection issue]. Case narrative: a father via phone stated that the oral-b toothbrush head did not stay on the oral-b frozen toothbrush handle and got loose in her mouth. No injury was reported.